Event description:
Device 2 of 2 . Reference MFR. Report#: 1627487-2017-07627 . Follow-up revealed surgical intervention resolved the patient's issue.

Manufacturer narrative:
Further device information, concomitant medical products and therapy dates, and initial reporter information are unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-07627. It was reported the patient's ipgs were explanted and replaced (with different models) due to the ipgs no longer holding a charge and shutting off intermittently.